Event description:
The customer reported intermittent occlusion alarms with their insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided a series of troubleshooting steps, including disconnecting tubing, bolus delivery, and replacing the cartridge. Reportedly, the customer was using cold insulin. Clinical support educated the customer regarding insulin usage. The issue was resolved after changing the pump supplies.